Manufacturer narrative:
Complaint evaluation: the customer contacted an authorized support engineer and a part order was placed for a replacement ac power module field replacement kit. Further evaluation of the device was not requested. Proceeded with part request. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the ac power module. The part was confirmed shipped for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device is not turning on. There was no patient involvement.